Event description:
It was reported that a user experienced difficulty establishing insulin delivery with an ilet system using a cartridge and a contact detach infusion set, including problems seeing drops at the needle and uncertainty with tubing priming, which resulted in hyperglycemia with a recorded value of 185 mg/dl of unclear cause. Investigation included customer service troubleshooting and education on proper cartridge filling technique. Investigation of this case revealed that the cause of hyperglycemia remained unclear despite correct priming and confirmed flow after supply changes. No symptoms associated with elevated blood glucose reported. Outcomes included need for troubleshooting, without hospitalization. It was concluded that the event was related to insulin delivery difficulty with unclear root cause, and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.